Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. This occurred when the flow rate was decreased from 5.2 to 3.2 lpm. The pump was able to recover. The issue was reproduced by the service representative. The potentiometer had been installed with a grey guide sleeve. Once this was removed and a new one installed, testing was performed and the pump performed correctly. The issue was solved on site. No further investigation is required. This is a known issue and a field engineering notification was implemented to correct the issue by replacing the grey guide sleeves for the s3 potentiometer with a new blue guide sleeve.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures s3 roller pump. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the se roller pump stopped during a procedure. There was no report of patient injury.